Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. MFR site: (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the plate and the buttress pin for the distal fracture of the left radius. At first, screws were inserted from the diaphyseal. Then, 1.8 mm buttress pins were inserted with a va drill sleeve in sequence from the second radial side toward the ulnar side. When the third 1.8 mm buttress pin was inserted into the most distal ulnar side hole of the most distal four holes, the head of the buttress pin penetrated the screw hole of the plate. The surgeon was replaced by another surgeon at the time of the event. The screws in the diaphysis and the plate remained in place, and the two buttress pins inserted in the distal row were removed. The penetrated buttress pin was removed from gap between the most distal edge of the plate and the distal hole fragments temporarily released from internal fixation. All the implants temporarily removed were re-inserted. The penetrated buttress pin was re-inserted at a slightly different angle than when it penetrated. The buttress pin was fixed with torque limitation was not applied until the end. Locking screws were inserted into the other most distal radial side and the shaft part. Then, the wound was closed. The surgery was completed successfully within 30 minutes delay. The surgeon suspected that he might swing the angle too far while insertion. The other surgeon commented that the many penetration cases that occurred with va-tcp often occurred on the radial side. The event occurred on the ulnar side for this time. No further information is available. This report is for one (1) va-lcp volar rim dist-rad-pl2.4 le shaft. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: expiration date added. G1: manufacturer country code added. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Product code: 04.115.751s. Lot number: 545p545. Manufacturing site: mezzovico. Release to warehouse date: 22 dec 2021. Expiration date: 01 dec 2031. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1: brand name updated. G1: manufacturer country code added.